Event description:
It was reported that during an unknown procedure after first firing (white magazine), and cleaning a reload with blue magazine, staples were not closed correctly (half line) but cut completely. Surgeon saw that the cutting (knife) were very close to the staple line. No further information is available. No patient consequences reported. Procedure was completed with same like product.

Manufacturer narrative:
(B)(4). Additional information provided: procedure: deep anterior rectum resection rectum-sigma-preparation without any difficulties, transection of mesocolon sigmoideum without any difficulties or bleedings. Same instrument used with a blue cartridge for dissecting the rectum 10 cm above the anus. Rectum was completely grasped with the instrument. Surgeon noticed higher forces to fire the instrument than usual. There were no higher forces necessary to close the instrument. The instrument cut completely but stapled only ½ of the lumen. The surgeon also noticed that the cutting line was very close to one side of the staple line (normally there is approx 1mm in between). Surgeon did a new resection (ca. 2cm) with a second device and this worked without any problems and the procedure could be finished successfully. There were no adverse consequences for the patient. Patient is fine. The analysis results found that the ats45 device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. In addition the returned reload was disassembled to verify the condition of the internal components and no anomalies were noted. The batch records were reviewed and the final quality release criteria were met before released for distribution.